Event description:
It was reported that on several occasions, the pump¿s low reservoir alarm activated a few days after the pump was refilled. On one of these occasions, the patient experienced withdrawal symptoms. The physician suspected that "something in the pump gave the wrong message." The physician indicated that the reservoir volume was updated every time. No volume checks. Per the reporter, the patient¿s pump was explanted and replaced. The patient outcome was reported as 'fine'. The device system was used to deliver lioresal.

Manufacturer narrative:
Final analysis of the pump revealed significant damage to reservoir septum while implanted; septum was leaking.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.